Event description:
Stimulator (aka crystaldyne) is very deadly, can injure pt with a pacemaker, can cause pacemaker to stop functioning. It can cause fatal injury to pts with diabetes, can kill persons with heart disease.